Event description:
The customer reported dispense probe #5 leaked a small amount of wash buffer solution involving access 2 immunoassay system. During troubleshooting, it was discovered the tubing connected to the dispense probe was routed incorrectly, causing connections to the wash valve and probe to be damaged. The tubing was wrapped under the wash arm, near the mixer motor. No patient results were generated as the system was off. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse verified dispense probes' tubing was correctly installed and performed within specifications. The fse replaced #2 peristaltic pump tubing and aspirate probe. The fse cleaned the wash wheel and replaced the mixer belt. System check and level sense testing failed. On (B)(4) 2011, the fse replaced the transducer and adjusted voltages and alignment. The fse performed system check successfully. Quality control (qc) was within range. System operation was within specification. The fse verified repair per the established procedures. System test results conformed to the manufacturer's performance specifications.